Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician used a 2.0 x 15 mm voyager balloon to pre-dilate the mid left anterior descending artery (lad). After this, a xience v 2.5 x 15 mm stent was selected to implant in the lesion, but the stent could not cross the lesion. A non-abbott stent was implanted in the lesion. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted a loose stent.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and on the shaft, which is consistent with handling and suggests a guide wire had been advanced into the lumen. The tip length and stent implant outer diameters met manufacturing criteria. There was a kink noted in the shaft. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The stent implant was loose on the balloon and there were stretched struts in the distal end of the stent implant. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Although additional information was provided by the distributor that confirmed that the stent was on the balloon when packed for return to abbott vascular, it was not confirmed if the stent was loose on the balloon. However, since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. It is possible that during the attempt to cross the lesion, the stent became damaged and disrupted (loose) on the balloon during interaction with the anatomy / accessories or as a result of handling during packing for return to abbott vascular. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records. Additionally, a query the complaint handling database revealed there have been no other incidents reported for stent retention issues or stent damage for this lot. There is no indication of a product quality deficiency.